Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of device") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section, gravida ii, parity 2, migraine, sciatica and hay fever. Concurrent conditions included vaginal dryness, uterine pain, uterine leiomyoma and endometriosis. On (B)(6) 2015, the patient had essure inserted. In january 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, 1 year 1 month after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion there are no serosal lesions present. The hemorrhagic red-brown endometrium is up to 0.3 cm thick. No endometrium polyps or masses are identified. The tan firm myometrium is up to 2.5 cm in thickness. No myometrial lesions are noted. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events vaginal, menorrhagia, depression and mental anguish, dysmenorrhea, dyspareunia are added. Lab data updated. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('perforation of device'). In a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: caesarean section, gravida ii, parity 2, migraine, sciatica and hay fever. There are no serosal lesions present. The hemorrhagic red-brown endometrium is up to 0.3 cm thick. No endometrium polyps or masses are identified. The tan firm myometrium is up to 2.5 cm in thickness. No myometrial lesions are noted. Previously administered products included, for an unreported indication: acetaminophen. Concurrent conditions included: vaginal dryness, uterine pain, uterine leiomyoma, endometriosis, migraine and asthma. Concomitant products included: ibuprofen, medroxyprogesterone acetate (depoprovera), oxycodone, paracetamol (acetaminophen) and salbutamol (albuterol). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 27 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), with pelvic pain, menstrual disorder ("menstruation issues"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), hysterectomy-uterus+cervix). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menstrual disorder, depression, anxiety and post procedural complication outcome was unknown. And the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and genital haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for: pelvic pain, dysmenorrhea, dyspareunia, menorrhagia, genital bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015, results: total bilateral occlusion. The essure blocked the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of device') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section, gravida ii, parity 2, migraine, sciatica and hay fever. There are no serosal lesions present. The hemorrhagic red-brown endometrium is up to 0.3 cm thick. No endometrium polyps or masses are identified. The tan firm myometrium is up to 2.5 cm in thickness. No myometrial lesions are noted. Previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included vaginal dryness, uterine pain, uterine leiomyoma, endometriosis, migraine and asthma. Concomitant products included ibuprofen, medroxyprogesterone acetate (depoprovera), oxycodone, paracetamol (acetaminophen) and salbutamol (albuterol). On(B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 27 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstruation issues"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), hysterectomy-uterus+cervix). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, menstrual disorder, depression, anxiety and post procedural complication outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and genital haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for: pelvic pain, dysmenorrhea, dyspareunia, menorrhagia, genital bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6) 2015: results: total bilateral occlusion, the essure blocked the fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6)2020: fu 7 and 8 were processed together.pfs received- new event gen .abnormal bleeding and post procedural complication were added. Outcome of the event dysmenorrhea, dyspareunia, menorrhagia and genital bleeding were updated from unknown to recovered. On (B)(6) 2020: fu 7 and 8 were processed together. No new information received based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with device removal). Essure was removed. At the time of the report, the uterine perforation and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and uterine perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.